Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j26018, h13l04029 and h13l17054 there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was unknown. The patient was eventually discharged from the hospital two weeks later. At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).